Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge. This MDR related to the (B)(4) manufacturing site has been assigned a medwatch number from the medtronic minimed (B)(4)

Event description:
It was reported that the customer call for bolus history on the insulin pump. The customer's blood glucose level was 339 mg/dl. The customer was hospitalized due to pancreatis attack. The customer was walked through bolus history to ensure when her last bolus was and walked customer through bolusing through bolus wizard. No further inforamation was reported.